Manufacturer narrative:
Device evaluated by manufacturer.the returned device was received with 1.2 to 1.5cm of the distal tip missing. Microscopic examination of the fracture site revealed the presence of equiaxed dimple ruptures in a tensional direction and ductile fatigue which suggests the fracture was caused by a tensional-type overload. The outside diameter was measured and found to be within device specifications. No material anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The patient presented with coronary artery disease. One lesion was located in the non-tortuous and non-calcified circumflex artery and the second lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. The physician noted that the pt2 guide wire was shaped ¿in the usual manner¿ prior to the procedure. The physician advanced the pt2 guide wire across the lesion in the circumflex artery and successfully placed a stent. Next the physician advanced the pt2 guide wire across the lesion in the lad. The physician successfully completed an angioplasty and stent placement in the lad, however, when the pt2 guide wire was withdrawn from the patient, the physician noted using ivus that the distal tip of the pt2 guide wire had detached in the distal lad. No attempts were made to retrieve the detached guide wire fragment. The physician completed the procedure with this device. The patient was kept for observation. No further patient complications were noted and the patient¿s status was reported as ¿stable¿.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. The pt presented with coronary artery disease. One lesion was located in the non-tortuous and non-calcified circumflex artery, and the second lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. The physician noted that the pt2 guide wire was shaped "in the usual manner" prior to the procedure. The physician advanced the pt2 guide wire across the lesion in the circumflex artery and successfully placed a stent. Next, the physician advanced the pt2 guide wire across the lesion in the lad. The physician successfully completed an angioplasty and stent placement in the lad, however, when the pt guide wire was within drawn from the pt, the physician noted using ivus that the distal tip of the pt2 guide wire had detached in the distal lad. No attempts were made to retrieve the detached guide wire fragment. The physician completed the procedure with this device. The pt was kept for observation. No further pt complications were noted and the pt's status was reported as "stable".